Event description:
It was reported that this left ventricular (lv) lead was explanted three days after being in service as it exhibited high capture threshold. Reportedly, the lead was slightly dislodged. Another lead was successfully implanted and is showing adequate pacing threshold. The lv lead is not expected to be returned as it was disposed by the explanting facility. No additional adverse patient effects.